Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a left internal carotid artery (ica) thrombectomy case, when delivering the subject guidewire in the catheter, the physician had difficulty manipulating the tip of the guidewire and the guidewire fractured. Distal of the guidewire was inside the left m1 middle and proximal of the guidewire was at the c2 beginning. The physician attempted to remove the fractured guidewire segments using several guidewires, a snare and a retriever stent resulting in a delay of three hours. The fractured segments of the subject guidewire could not be removed. The patient was discharged from the hospital. No further information is available.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the guidewire tip was shaped 45°, the patient's anatomy was moderately tortuous, a non-stryker microcatheter was used in conjunction with the subject device, and there was no friction/resistance encountered during the procedure. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during a left internal carotid artery (ica) thrombectomy case, when delivering the subject guidewire in the catheter, the physician had difficulty manipulating the tip of the guidewire and the guidewire fractured. Distal of the guidewire was inside the left m1 middle and proximal of the guidewire was at the c2 beginning. The physician attempted to remove the fractured guidewire segments using several guidewires, a snare and a retriever stent resulting in a delay of three hours. The fractured segments of the subject guidewire could not be removed. The patient was discharged from the hospital. No further information is available.